Manufacturer narrative:
The sample was heparin plasma. The customer stated that no fibrin clot was visible. Qc was within the established ranges before and after the event. Service was initiated. The bci field service engineer (fse) contacted the customer and verified that the instrument was operating within the specifications. No repair was made. No re-occurrence of erroneous results was reported. No service visit was made. Although pre-analytical sample handling is a possible cause, a definitive root cause for the event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na), potassium (k), and chloride (cl) results generated by au403-02e chemistry analyzer for one patient. The results were reported out of the laboratory. The patient was treated with IV administration of 1 l of normal saline. No other treatment was noted in connection to ise results. Second sample drawn after the IV treatment produced higher results and the attending staff questioned the initial results. Repeat testing on the original sample produced higher results and the report was revised. There was no report of permanent harm to the patient due to the treatment.